Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed error multiple times. The customer's blood glucose value was 10.4 mmol/l. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the pump. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 37 during motor rewind. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. Unable to complete prime/seating, basic occlusion, force sensor, occlusion tests due to pump error 37. Motor was tested outside device, and it passed.